Manufacturer narrative:
(B)(4). Date sent: 9/23/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 874c00. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed that the knife wings were broken and were not returned for analysis. Additionally, photos were provided and they showed a box code plee60a. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 874c00, and no non-conformances were identified. Additional information was requested and the following was obtained: scrub nurse who reported to me had no additional information. Was the firing sequence started but not completed? If yes: unsure. Did the device deliver any staples? Unsure. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unsure. Were there staples missing from the staple line? Unsure. If yes, was the staple line complete? Unsure. Did the device cut? Unsure. If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Unsure. If yes, what steps were taken to open the jaws? If the jaws could not be opened, how was the device removed?

Event description:
It was reported that during an unk procedure, there was an issue with the device. No patient consequences were reported.